Manufacturer narrative:
S/w ver. 4.11e retainer ring = black on 08/14/2021 the customer reported a flashing display and pump errors 68, 49. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side near the corner of the belt clip rails, peeling serial number label, cracked middle (enter) keypad button. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected flashing displays and no pump errors 68 and 49 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that 3 pump error 68 as well as 4 pump error 49 occurred on (B)(6) 2021 @ 16:15. The case was cut open. After visual inspection, there is some corrosion inside the pcba1 j7 aa battery connector. The customer¿s report of a flashing display and pump errors 68, 49 all were not confirmed during testing; however, the unit is considered a failure due to the corrosion inside the pcba1 j7 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had flashing display and multiple pump error alarm. The alarms included trace pointers invalid alarm and history pointers failed alarm. Customer was not able to clear alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.